Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial left knee replacement surgery on an unknown date. Subsequently, a revision procedure was performed due to bearing dislocation.

Event description:
It was reported by the hospital that a patient underwent an initial left knee replacement. Subsequently, a revision procedure was performed due to bearing dislocation.

Manufacturer narrative:
(B)(4). Reported event was confirmed by radiographs reviewed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.